Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient management database application displayed tachyarrhythmia therapies as being "on" when the competitor's programmer displayed tachyarrhythmia therapies as being "off". Attempted to have clinician save the data file saved for the encounter back to the universal serial bus (usb) and read it on the programmer to verify the settings are as described. The clinician didn't know how to read back the file on to the programmer. The clinician will call the competitor representative for assistance with the file. The application remains in use. No patient complications have been reported as a result of this event.